Event description:
It was reported that the customer needed assistance with programming the pump. Customer's blood glucose level was 240 mg/dl. Customer mentioned that he was hospitalized on (B)(6) 2014 because he had low blood glucose levels. Two weeks later, the customer had a high blood glucose levels and was in the intensive care unit. Customer also had a keypad anomaly and thinks that it might have given him too much insulin because it was just the numbers rolling. Customer later called back and confirmed the communication between the meter and the pump. Customer will treat with a bolus from the new pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.